Manufacturer narrative:
The rod was returned to lirc engineering lab for evaluation. Root cause was unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed for a final fusion. During a review of investigation findings from lirc it was identified that the rod had evidence of pin fracture, galling and corrosion. Additionally it was reported that the rod was unable to be retracted.